Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarm "panel connection lost" during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black but the unit continued to ventilate. No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to it could cause serious injury or death if it was to reoccur.

Event description:
Sn (B)(4) alarmed with tf 9957 multiple times as well as panel disconnect. During the 2nd part of the emergency software restore, invalid serial number and panel disconnect alarmed, but after reboot no issues were found. All tests and calibrations were completed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the issue is deemed a reportable event since the malfunction 'connection panel lost' which logs different tfs and switches to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed many tfs in one single second and the display "panel connection lost" alarm during ventilation was due to a defective esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from the complainant which should have led to further questions regarding any harm to the patient or user. As complaint was submitted to hamilton medical ag over 2 years ago, no attempts will be made to obtain additional information. The allegation was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
G5 sn (B)(6) alarmed with tf 9957 multiple times as well as panel disconnect. During the 2nd part of the emergency software restore, invalid serial number and panel disconnect alarmed, but after reboot no issues were found. All tests and calibrations were completed.